Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left circumflex (lcx) artery with 80% stenosis and was 12mm long, with a reference vessel diameter of 2.75mm. The lesion 1 was treated with pre-dilatation and placement of a 2.75 mm x 16 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject died. The primary cause of death was unknown. There was no other action taken to treat the event and it is unknown if an autopsy was performed.